Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the three (x3) crvd agg blade 4.2mm 5pk devices were taken for a single patient and the blades jammed and did not function. It is unknown whether another device was used to complete the procedure. There was no delay in the procedure reported. The exact date of this event was unknown but was noted to have occurred in 2025. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 3 for the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon further investigation, it was determined that MFR# 1221934-2025-04356 is a duplicate of MFR# 1221934-2025-04441. Reference MFR# 1221934-2025-04356 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.